Event description:
Hamilton medical ag received the following event description: during transport, the ventilator initially functioned normally but subsequently shut down, displaying a white screen and alarm (tf 432001, 446029, 485001). The device did not deliver volume or ventilate until it was powered off and restarted. No harm to the patient was reported additionally, it was mentioned that the user reported the event to the local authorities. The reference number provided is ref#: (B)(4).

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation ongoing.